Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred intermittently. Customer's bg was in the 300's mg/dl. The customer declined to perform further troubleshooting with tandem technical support.